Manufacturer narrative:
Investigation: visual inspection: a slightly deformation of the outer housing and deposits in the inlet spout of the progav valve was observed through the visual inspection. The progav valve housing was subsequently measured and not confirmed the presence of a deformation. The housing deformation measured at -0.019 mm, inside the tolerance of 0 ± 0.02 mm. Permeability test: a permeability test has shown that both valves are permeable. Adjustment test: the progav valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is present, however the braking force cannot be measured due to the non-adjustability of the valve. Results: first, we performed a visual inspection of the progav shunt system. A slightly deformation of the outer housing and deposits in the inlet spout of the progav valve was observed through the visual inspection. The deformation was not confirmed through a measurement of the parallelity of the valve housing. Next, we tested the permeability of the shunt system. Both valves were shown to be permeable. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav valve. The valve was not adjustable to all settings. The brake functionality was present, however due to the non- adjustability, it was not possible to measure the brake force. Finally, we have dismantled the valves. Inside both valves we have found significantly build-up of substances (likely protein). Based on our investigation, we confirm that the progav valve was non-adjustable at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that there was a problem with a progav valve. The valve was not further adjustable. It was a random finding during reprogramming to higher pressure setting. Patient data: age: (B)(6) years. Height: 182 cm. Weight: (B)(6) kg. Gender: unknown. Implantation: unknown. Removal: (B)(6) 2020.